Event description:
It was reported that during dialysis catheter placement, the tip of the tunneler allegedly broke. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one electronic photo of a tunneler was returned for evaluation. A photo review was performed. The investigation is confirmed for damaged/defective tunneler, as the photo review confirmed a broken tunneler tip and this is a known issue for glidepath tunnelers. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. Additional narrative: device identification (expiry date: 07/2020); date received by MFR. Corrected data: description of event or problem, MFR site, evaluation codes (results, conclusion).

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The sample is not available for return. A photo review is pending. The investigation is currently underway. (Expiry date: 07/2020).

Event description:
It was reported that during the placement procedure, the tip of the tunneler allegedly broke. There was no reported patient injury.